Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and advised to contact support again if the issue arises. No additional information was received regarding the outcome of the event.